Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oophorectomy. According to the reporter: when removing the ovary, the seal on the bag came loose and all the items in the bag fell into the pt cavity. The two layers of the bag did not remain sealed. The bag failure occurred as the bag was being closed while hanging freely within the abdominal cavity. The concern was if the ovary had cancer that the cancer cells are now in the pt's body, however, the ovary came back negative. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component was left in the pt.